Event description:
It was reported that during unpacking, it was noted that the box was damaged for a mach 1 fl6 and, the customer states that the product was no longer sterile. There was no contact with the patient.